Event description:
It was reported that during a routine pulse generator change out procedure, the atrial lead could not be removed from the device header. The patient was in atrial fibrillation. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.